Event description:
It was reported that the sensor electrode did not come out when removing the sensor. Customer stated that it gets left in the skin. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.